Event description:
Surgeon performed a stapedectomy on patient on (B)(6) 2010, during which the surgeon implanted a smart 360 stapes piston prosthetic. Pt's hearing was initially improved post-surgery, but within a short period of time thereafter his hearing declined to the extent that it was worse than it had been pre-surgery. On (B)(6) 2011, surgeon performed another surgery and replaced the smart 360 stapes piston with a richards stapes piston. Surgeon claims the original device was found detached and was defective.

Manufacturer narrative:
Device is not available for return. Lot consisted of 40 pieces. No other adverse events on file for this item or lot.